Manufacturer narrative:
Retainer ring = black. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side, cracked keypad overlay. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement test due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. Pump error 35 is found in the long trace file. The force sensor zero offset measured within spec = 27.0 mv. After visual inspection, there is corrosion on/around the following: terminal of the keypad flex cable; pcba1--j7, j6, da1, da2, components located at the top of the back side, j1, j2, u1, u2; pcba2--j1, terminal of the lcd flex cable. In summary, the critical pump error (open book image) alarm and the pump error 35 are due to the moisture damage on pcba1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.